Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the pump. Customer's most recent blood glucose level was 160 mg/dl. Customer stated that the buttons were sticking and the act button takes several tries before it will actually work. Customer stated that the issue has been ongoing for about a week. Customer was trying to go into the menu and noticed that the buttons were unresponsive. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. The pump also had minor scratches on the lcd window.